Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4) (osh), it was found that the error e210 was displayed. However, osh was informed from the user facility that the error e210 had not been displayed during they used. The service department of osh checked the inside of the subject device and found that the shield cover for the printed circuit board had come off and it had been slantly placed on the printed circuit board. The service department of osh reattached the shield cover correctly, then the error e210 was resolved. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus china (osh), there was the possibility that this phenomenon was attributed to the temporary electrical short of the printed-circuit board due to the shield cover had come off. The come off the shield cover might be attributed to the inappropriate user handling and/or the transport of the subject device. Olympus stated the appropriate handling of otv-s400 and the counter measures against abnormalities in the instruction manual of otv-s400.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on june 12, 2021. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluating the subject device, omsc concluded that the reported event was not reportable event.